Event description:
It was reported that the patient was found unresponsive by their spouse. Emergency medical services were called. A right ventricular (rv) lead integrity alert (lia) was triggered at the time of the event due to short interval counts and non-sustained high rate episodes. It was noted that r waves were poor. Lead impedances were stable. There was no sign of oversensing. The patient died. Cause of death was unknown. A remote transmission was performed at the time of the event and the physician felt there was undersensing of ventricular fibrillation (vf). Technical review of the episodes revealed the rhythm was consistent with an agonal rhythm. Technical services discussed that intermittent undersensing can occur during an agonal rhythm. The caller inquired if the vf would have been detected had the lia not been triggered.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged adverse event. (B)(4).